Event description:
It was reported that the sensica device was reading wildly high throughout the patient¿s hospital stay consistently. The nurse exchanged the sensica device for a new one last week due to touch screen problems, but that did not change how the temperature read either. Mss discussed to the ccs about it and they did not believe the bladder temperature was accurate. Because the ECMO circuit or axillary or oral temperatures correlate with each other. (Sensica monitor with serial number (B)(4) and sensica temperature module with serial number (B)(4)).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device was reading wildly high throughout the patient¿s hospital stay consistently. The nurse exchanged the sensica device for a new one last week due to touch screen problems, but that did not change how the temperature read either. Mss discussed to the ccs about it and they did not believe the bladder temperature was accurate. Because the ECMO circuit or axillary or oral temperatures correlate with each other. (Sensica monitor with serial number (B)(6) and sensica temperature module with serial number (B)(6)).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is part geometry. However this cannot be confirmed. . The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: indications for use: indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent. Contraindications: there are no known contraindications for use with patients who have indwelling, urological catheters in place. Precautions: during system start up and in general practice, plug the bd sensica¿ urine output system into a wall power supply whenever possible. The system screen will dim when the system is unplugged to maximize battery life. After using the system on battery back-up, plug it back into the wall power supply for recharging and to avoid system shut down due to a drained battery. After removing a patient from urine output monitoring with the bd sensica¿ urine output system, shut down the system completely to avoid battery drainage while not in use. Low priority alarms may interrupt urine output monitoring and require user action to resume normal urine output monitoring functions. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.